Event description:
Customer reported that the device had non-critical (nibp and spo2) failures during patient use. The device use had no adverse effects on the patient. Physio-control evaluated the device and observed an event code that indicated a critical failure logged in the memory. The device would not retrieve ECG readings in paddles lead and was unable to perform ECG analysis in AED mode.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further analysis of the removed assembly determined the cause for the malfunction to be an electrically leaky capacitor, designator c160.